Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer. Customer was assisted by technical support with resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappeared, which they understood.